Event description:
I have no hypo symptoms so( B)(6) sponsoring dexcom for me since (B)(6)2016. Now I'm pregnant (B)(6) and have lots of hypos especially night time and receiver not giving noise only vibrate. I can't hear it so my partner wakes me up to treat it. Now he will be away this sunday for a week and I did reported several times to advance therapeutics (B)(6) and finally got link to solve it with you for some reasons if I'm living in (B)(6).